Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be replicated or confirmed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure, there was an alleged inaccuracy. After the case was completed a post op spin occurred. The image show both right screws misplaced. The surgeon replaced screws at that time. After speaking with the surgeon, the clinical specialist (cs) discovered that his work flow was performing the left side screw placement and then reaching across the patient to complete the right side screw placement and stated "he may have bumped the frame while reaching across the patient to place the screws." There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the manufacturer representative estimated that the inaccuracy was 3-4mm.

Manufacturer narrative:
The software investigation determined based on the information provided the software appears to be working as designed. If information is provided in the future, a supplemental report will be issued.